Event description:
Event: surgical intervention. Case details: the patient was reported to have tortuous and ectatic iliac arteries. An angiogram revealed a type I endoleak at the iliac attachment system that was not resolved with ballooning. A retroperitoneal cut down was made to cut the attachment system hooks and hand sew in the graft limb to the iliac artery. The left internal iliac artery was inadvertantly covered during this procedure.